Event description:
It was reported that a patient presented in clinic reporting a vibratory alert on his implantable cardioverter defibrillator (ICD). Upon interrogation, the rv lead was found to have unspecified oversensing, resulting in the ICD alert being appropriately triggered. Corrective programming changes were made and the patient will continue to be monitored. The patient was stable throughout.